Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument was not sealing properly. The procedure was completed with no reported injury. 3 attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for evaluation and performed the device evaluation. Failure analysis was not able to reproduce the reported complaint of a sealing issue. Based on log review and during in-house testing, no sealing issues were observed. The instrument was placed and driven on an in-house system. The instrument passed initialization as well as the recognition and engagement tests, and moved intuitively with full range of motion in all directions. The jaws opened and closed properly, and passed the cut and energy delivery tests with no sealing issues observed. The instrument passed the ceramic dot verification and ceramic dot swipe tests. Electrical continuity testing was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Based on log review, the instrument was found to have 1 engagement failure, error code 22020. However, the engagement failure was not replicated during in-house testing. Root cause of this failure is not determinable. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A log review was conducted and the logs show that the customer used vse instrument part# 480422-01 lot# m90201130-0274 during a low anterior resection procedure with system (B)(4). The customer replaced the vse instrument with vse instrument part# 480422-01 lot# l91210418-0032. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 22020 ¿ installed vessel sealer extend (vse) failed to engage on universal surgical manipulator (usm) 4 (roll axis failed to engage). No image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was alleged that the vessel sealer extend instrument was not sealing properly. Deficiencies in sealing may lead to inadequate hemostasis. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.